Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, no complications were reported by the patient after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.